Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with ketones, presenting with a blood glucose value over 600 mg/dl and requiring a visit to the emergency room.the event involved products mmt-1884, mmt-431ak, mmt-7040a, mmt-342. The sensor glucose value was 400 mg/dl at the time of incident. The customer reported the sensor was not reading properly, and the infusion set tape was not adhering well, possibly due to work activity. The hyperglcycemic event was treated in the hospital included IV insulin and insulin pump. Troubleshooting was performed customer experienced symptoms such as headache and nausea treated during emergency medical services visit. Troubleshooting was performed, the difference between sensor glucose and blood glucose values was 200 mg/dl is beyond acceptable range. Troubleshooting was performed and customer was using the 780g pump and guardian sensor system prior to the event. Troubleshooting was not completed as the customer declined. No further patient complications were reported. No product return is required mmt-1884, mmt-431ak, mmt-7040a, mmt-342.